Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure where this device was used, a patient burn occurred. The issue resulted in unexpected tissue damage and lowered the quality of the polyp resection. No medical intervention was required.